Event description:
It was reported via repair work order that the brakes are not holding. Also, the side rail will not latch in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes are not holding. Also, the side rail will not latch in place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the side rail will not latch in place. This was reported in error, there was no issue with a non-latching side rail for this unit.